Event description:
Ventilator alarmed. All connections were checked and found properly connected. Pt had to be taken off the ventialtor and ambu-bagged while being returned to t.c. Unit. Pt has no residual problems as a result of this event.